Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer's investigational unit confirmed the inform meter has melted plastic. No adverse event reported. Suspect device has been returned.